Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged conductor wire at the distal end. Visual inspection found no damage to the wire insulation, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend (vse) instrument had a missing or loose silver cable. Use of the instrument was discontinued, and it was replaced with a backup. It is unknown if a fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.